Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failure of the external usb data cable, which was attached to the device. The failure of the cable caused the device to short and lose power. The cable was replaced out of the customer's inventory and proper device operation was observed through functional and performance testing. The cable was not returned for further evaluation. The device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, their device was intermittently losing power. The customer did state that they were able to restore power during the event when these issues occurred. There was no additional information provided on the reported event. There was no known adverse effects as a result of the reported issue.